Event description:
The customer reported that filter clotting alarms occurred. They could see clear fluid at top of dialyzer. Blood flow was set at 150 ml/min, dialysate flow was set at 2000 ml/hr and removal was set at 200 ml/hr. There was no replacement fluid. Pressures went to negative while access pressure whent to positive. Machine did not alarm with pressure alarms; only clotting alarm triggered before pressures changed. A new set with a different lot was changed and problem was corrected. Patient lost blood in set.